Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during pre-use checkout. There was no patient involvement.